Event description:
The hosp reported that during a diagnostic procedure the image was lost. The procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The image was found flickering when the bending section is manipulated, which is attributed to a damaged charge coupled device unit. There were multiple non-olympus repairs on the endoscope. There was evidence of fluid invasion in the control body and electrical connector area. This report is being filed in an excess of caution.